Event description:
According to the reporter, intraoperatively, the stapler was stuck on the home screen even after connecting the anvil and approximating the anvil to the reload. The stapler would not begin the percentage portion of the device. The user re-extended the spike to 100% and this issue did not persist. After firing though, there was no issue with the staple line, yet there was a tear in the bowel which was noticed during leak test. Staple line was oversewn. Surgical time was extended as a result of this event. The bowel tear was not related to the device.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigcirxl, sigcirxl signia circ adapt x lng length (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter intraoperatively, the stapler was stuck on the home screen even after connecting the anvil and approximating the anvil to the reload. The stapler would not begin the percentage portion of the device. The user re-extended the spike to 100% and this issue did not persist. After firing though, there was no issue with the staple line, yet there was a tear in the bowel which was noticed during leak test. The surgery was modified to resolve the issue.